Manufacturer narrative:
The company service representative examined the system and confirmed but did not replicate the reported event. The company service representative found system message [aspiration flow too high. Flow will be disabled. Please release the footswitch treadle to reset] in the event log. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented a system message and the aspiration was poor or none during a surgery. The surgery was continued and successfully completed as planned. There was no patient harm.